Event description:
A consumer received treatment for a corneal ulcer which occurred in 12/2003 associated with wear of freshlook colors lenses. Consumer received treatment from 12/2003 to 3/2004 and again from 5/2004 to 8/2004 when consumer returned. Consumer reported having had surgery as a result of the ulcer. Several requests have been made for additional info, however no further info is available at this time.